Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A power on reset (por) was confirmed, no available reason code. Device functioning normally after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 x 2 implantable pacing lead (B)(6) 2007. (B)(4).